Event description:
The baxter field service engineer noted an infusion pump with depleted batteries while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed to at the customer's facility on 12/27/2006 due to depleted batteries. The batteries were potentially damaged and were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.